Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the product can be performed. The batch number is unknown; however, 3 possible lot numbers were provided. A review of the manufacturing records for lots 10912058, 10866073 and 10938943 were reviewed. All records indicated that the product was manufactured and inspected to specifications. A combination of patient and procedural factors appear to have caused or contributed to this incident. The product is not expected to be returned for failure analysis. If additional information is received a follow-up medwatch report will be submitted.

Event description:
As reported: three different lots of safari 2 wires were used for the same procedure. There was no issues with the wires. This complaint is being completed as they were used in the procedure where 2 acurate neo valves failed to be implanted at the correct location. Additional information received: the complaint reporter provided slightly different event descriptions for the 4 related devices and as noticed, the event description for the wire complaint differed from them as well. Here is the event descriptions from the valve and delivery system being used with the safari that "popped out of the lv": second acurate neo implant: - it was stuck at the exit of the tip of the portico solo sheath and during the push to get it through and simultaneous pull on the safari2 wire, the wire popped out of the lv. (Due to the resistance felt at the exit and the need to recross an already deployed valve in the aorta the focus was taken away from the wire in the ventricle). Tried to retrieve the valve as per troubleshooting (together with the introducer) but could not remove from the vessel as one of free cells of the mounted valve flared out. A decision was made to deploy in the descending aorta above the first valve for safety reasons. The same portico solo 14.5f balloon expandable to 20f (collapsible) sheath was used for the delivery of the above valve. Tf delivery system 2 used with acurate neo valve 2 - during exit of the delivery system and valve from the portico solo sheath below - significant resistance was felt. While the first operator applied some push on the system and simultaneous pull on the safari2 wire the wire popped out of the ventricle. The valve had to be deployed in the descending aorta for safety reasons as one of the free cells of the mounted valve was flaring out and could not be pulled back into the introducer sheath for that reason. Upon completion of the procedure with a successful implantation of a 3rd acurate neo valve in the aortic annulus, during femoral closure it was noted that the femoral artery was dissected severely. Unsure of the exact cause or when this exactly happened throughout the procedure as it may have been sealed off by having a new cook 20f sheath in situ during valve 3 implantation. A covered stent was used. Portico solo 14.5f balloon expandable to 20f (collapsible) sheath was used for the delivery of the above valve and delivery system. Additional information received: was there any detachments of the 1st delivery system or portico sheath? The delivery system was inspected and no parts were found to be missing. As for the portico solo sheath we are unsure if there was detachments from the inside of the sheath. We have sent the sheath together with the delivery system for assessment. How constrained was the 1st valve? The first valve was heavily constrained, not only at the stent but also the upper crown and stabilisation arches which were already opened by knob 1 successfully were later collapsed. Was there any migration of the 1st valve? There was no migration of the valve, however the 1st valve was dragged back into the aorta to be deployed at a safe location. It was deployed and post dilated successfully. Is the 3rd valve functioning as intended? The 3rd valve was deployed at the intended location and functioning well. What is the patient's current status? The patient was in ICU on dialysis due to their renal function impairment however they are now back on the warm and last information 2 days ago was that they were making a slow but positive recovery. Did the patient suffer a stroke? The patient did suffer a stroke. Unsure of what exactly caused it. They became restless during the 3rd valve deployment and were later assessed by the stroke team and had an MRI which showed thrombus in the internal carotid artery. The thrombus was evacuated and the patient's neurological symptoms began to improve slightly making further improvements over the coming days.